Event description:
Groshong catheter was removed and replaced on 9/29/93 after leadage was noted from both ports; a pathology report indicates 0.2 cm laceration was noted 13 cm distal to the proximal end of the catheter.patient developed small pneumothorax which was noted after replacement of catheter.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: other. Conclusion: device failure occurred and was related to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.